Event description:
It was reported that during priming of the flo-gard IV solution administration set, a 'loop' of tubing had become caught in the roller clamp assembly causing the tubing to be kinked and the set unusable. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection identified that the sample had a double loop of tubing in the roller clamp. This malfunction was caused by a problem with the assembly automation machines. The lot number of the device is unknown; therefore the manufacture date is unknown. A camera is installed on the machine and was re-qualified to ensure that it is effective. This change took place at the end of (B)(6) 2012. In addition as of (B)(6) 2013, the camera is checked out at start of each batch by the technicians. If additional relevant information is obtained, then a follow-up MDR will be submitted.